Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists renal dysfunction and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.

Manufacturer narrative:
The approximate age of the device is 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient presented to the emergency department on (B)(6) 2019 for evaluation of fatigue, weakness, dizziness, and acute kidney injury. The symptoms were suspected to be due to the device and/or therapy. The patient was thought to be hypovolemic. Diuretics were held and decreased before discharging the patient on (B)(6) 2019.